Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, an unexpected blank display was noted. The display came back after any button was pressed. The problem was due to a shorted liquid crystal display driver board. No cosmetic damage was noted.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump display was blank. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped or exposed to moisture. The customer reported that the insulin pump had the issue from the time it was delivered. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.